Event description:
It was reported, "patient showed up at doctor's office with a dislocated acetabular cup. While revising shell, they found the ceramic liner was disengaged. There was a fibrous membrane between the liner and shell that was black in color (metalosis)."

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.